Event description:
It was reported that 6 days following the implant of a transcatheter valve, the patient experienced a "10 second pause" and a permanent pacemaker was implanted for sick sinus syndrome (sss) and atrial arrhythmias.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data. B3. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of a transcatheter valve, the patient experienced a "10 second pause" and a permanent pacemaker was implanted for sick sinus syndrome (sss) and atrial arrhythmias. Additional information was received clarifying that the patient's heart had stopped beating for 10 seconds in the afternoon two days after the procedure. A permanent pacemaker was implanted 4 days later.